Manufacturer narrative:
Customer report was not confirmed for balloon inflation. Balloon inflated but could not maintain inflation due to 2 slits in the catheter body 64cm from the tip. Blood was found in the inflation port and inside returned monoject limited volume 1.5cc syringe. Contamination shield or introducer was not returned. This event was determined to be reportable as following edwards standard procedures. Slits in the side of catheters may be undetected or may result in a small amount of blood leakage through the thermistor port due to the low pressure in this lumen. The blood loss is minimal, but the catheter will need to be exchanged. This can be easily performed through the indwelling sheath/introducer. The exception to this would be catheter slits that communicate with the inflation lumen, which have the potential to introduce air into the vasculature during balloon inflation. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that when deflating the balloon from the right atrium blood was noted in the balloon port. After balloon was removed, balloon was tested and it would not inflate, suggested that it might have ruptured. There were no patient complications reported.